Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported dislodgement; however, factors that may contribute to stent dislodgment prior to use include, but are not limited to, manufacturing or inadvertent mishandling during unpackaging, sheath/stylet removal or preparation of the device. In this case, it is possible that inadvertent mishandling during protective sheath/stylet removal contributed to the reported dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that before use, when the doctor unpacked the 2.75x28 xience alpine stent delivery system (sds), the stent was dislodged from the balloon. There was no resistance noted during removal of the sds from the dispenser hoop and there was no resistance noted during removal of the protective sheath. The device was not used and there was no patient involvement. A new, same size xience alpine was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.